Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the returned kit for heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) , confirmed that the top seal was broken. A specific cause for this finding could not be conclusively determined through this evaluation. Evaluation of the submitted image confirmed that the sticker seal on the blue box containing the implant kit was broken. Inspection of the lvas kit for (B)(6) confirmed that the sticker seal on the outer blue suitcase was broken. The packaging of the internal components was also inspected and the components¿ sterile packaging was found to remain sealed. Because the center did not break the seal on the products¿ sterile packaging, the packaging was left intact and no functional testing was performed. The issue of the top seal of the hm3 lvas kit being damaged was previously sent to abbott manufacturing. Although a specific root cause for the seal being broken could not be conclusively determined, the issue was determined to not be manufacturing-related. The inspection steps that are currently in place would have captured the reported event of the hm3 implant kit being broken if the seal was broken while the kit was still within the control of abbott manufacturing. This issue was later re-addressed by abbott manufacturing. Although there were no apparent manufacturing-related issues associated with this type of event, the decision was made to open an additional manufacturing analysis to evaluate potential improvements to the sticker seal design. It was concluded during this investigation that this type of event is not considered to be a manufacturing-related or design-related issue; material was a probable root cause, as the added bulk and weight of the printed instructions for use (IFU) cause stress on the seal. Abbott's conversion to electronic ifus may help to minimize this kind of event. It was decided that no further scoping, bracketing, or corrective actions are necessary. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Review of the left ventricular assist system (lvas) kit shop order (document (B)(4)) showed that manufacturing applied the security label on 18jan2021. Qa inspected for correct labeling and any damage to the suitcase on 18jan2021. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ of this IFU contains information regarding the unpacking of the hm3 lvas kit. This section also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when unpacking the implant kit from its outer packaging, the vad coordinator saw that the implant kit seal was destroyed and it appeared that the kit was already opened prior to shipment. A new kit was requested, and the old kit was sent back.